Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500, lot number 20063480 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing set was defective. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have additional product from the same lot that we would like to return."